Event description:
The pt reportedly experienced decrease in performance. The programming changes have been done, however the problem did not resolve. Testing of the device performed in (B)(6) 2009 showed that the device is functional. The pt's device was explanted. The pt was reimplanted with another advanced bionics device.